Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported adverse event and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient sought medical attention for hypoglycemia. The patient's blood glucose levels dropped to 34 mg/dl while wearing the pod between 24 and 36 hours. Patient was not feeling well, called an ambulance and drank juice while awaiting it's arrival. Paramedics treated the patient with glucagon.